Manufacturer narrative:
(B)(4). The loading device was returned to the factory for evaluation. Evidence of clinical use was observed. The device as returned was unable to be evaluated for position of seal and tension spring assembly. Measurements of the delivery tube we unable to be taken. Based upon the received condition of the device, the reported complaint for failure to load was unable to be confirmed. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm was inserted fully into the aorta but failed to deploy, no seal was created. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
November 11, 2015 03:27 pm (gmt-5:00) added by (B)(6): the device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. November 10, 2015 03:58 pm (gmt-5:00) added by (B)(6): the device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 4.3mm was inserted fully into the aorta but failed to deploy, no seal was created. A replacement device was used to complete the procedure. The hospital did not report any patient effects.